Event description:
The account alleged the side rail is not latching. No injury reported.

Manufacturer narrative:
The technician replaced the side rail latch spacer, roller guide and lower pivot bolt to resolve the issue.